Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed pace impedances of greater than 2000 ohms. The patient was seen in clinic where testing revealed normal measurements in unipolar configuration. The system was left programmed to unipolar and remains in service. There were no adverse patient effects reported.